Event description:
It was reported that (1) device was used during a laparoscopic splenectomy. It was reported by the rep that the lcsc5, used with a old style handpiece, and emitted a solid tone. They detached the lcsc5 from handpiece and reconnected it and still had the solid tone. A new handpiece was used with the same lcsc5 and the new handpiece would not work with the lcsc5. A new lcsc5 was used to complete the case. There was no consequence to the pt.